Event description:
The customer reports that the double lumen snapped at the site closest to the hub (valve)leading to the PICC line removal (one of these was attached to an infuser which got caught on an object). PICC removed.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the double lumen snapped at the site closest to the hub (valve) leading to the PICC line removal (one of these was attached to an infuser which got caught on an object). PICC removed.